Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2013-11470.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Results: the ipg returned for unspecified reasons. As rec'd, the ipg was able to communicate and charge normally. However, the ipg had a high battery current measurement. To investigate the cause for the high current, the can was cut open and the top half of the ipg can was removed. Inspection of the internal battery revealed battery electrolyte had leaked from the weld end of the battery. Inspection of the kapton tape revealed it was contaminated with battery electrolyte. However, no signs of being compromised were observed. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.